Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the ok keypad button intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons intermittently unresponsive when pressed. The reporter stated, that the buttons have to be pressed several times for a response. The reporter claimed that the buttons feel normal and the keypad is intact. There was no adverse event associated with this complaint.